Manufacturer narrative:
DHR review: the complaint lot#4142693, assembly in suzhou plant on 2024.may.28, lot quantity is (B)(4) each review the in-process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot. Returned sample analysis: one picture attached and shows the needle is retracted from the safety shield. Retain sample analysis: sampling 2ea from the retain sample of the same manufacture lot to do safety function test, all results are within production specification, refer to the attachment for retain sample test report. Possible cause analysis: customer feedback the needle is out of safety shield during pull the stylet, possible reason of this type of defect will be: 1. Safety shield quality issue, the hole size at the end of shield which used to stop the needle is out of spec. Manufacture process have the operation as below to monitor and prevent the risk above: 1. Shield quality inspection is executed during molding production and incoming for assembly, will check the hole dimension. 2. Both in-process inspection and outgoing test will do the pull force test which related to safety activation function. There is one picture attached to show the needle is out of safety shield but does not show the hole dimension or any other feature, the retained sample inspection and test result are within production specification, so the root cause for this case is not clear.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima prn yel 24ga x 0.75in safety mechanism failure. We regret to inform you of an incident concerning the medical device: device name: cath. Venous periph. Type microperfuseur 24g 19mm securise pur avec prolong. 7cm (saf t-intima) 383318 device reference: (B)(4) number of cases: 1 case lot: 4142693. Unfortunately, as the defective device has not been preserved, we are aware that the expertise cannot be carried out on the incriminated device. Nevertheless, we would appreciate an analysis using your sample library. Description of incident: the canula on the bd saf-t-intima(tm) 24ga 0.75in device (batch number: 4142693) did not retract when my student pulled on it in the conventional way in order to be able to mount the catheter in the vein of the patient under care. The patient therefore had to be pricked a second time. When I tried to retract the needle that had remained in the cathlon of the above-mentioned device, the system split in 2, leaving the canula completely exposed and thus with the possibility of pricking oneself with it and thus causing an aes. P.